Event description:
During setup, the display screen went blank and could not read or see the settings. Unit was operating but user could not interact with the unit. Ventilator was replaced and manufacturer called for repair.